Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) reached out to the customer and was informed that the site performed multiple cases with no further issues on the usms. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the universal surgical manipulator 3 (usm) and usm4 were not responding. The customer decided to convert to open due to the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) mentioned that it was possible the hand assignments were not to the surgeon side console that the surgeon was sitting in. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.